Event description:
Event description cpi received these two leads back with no allegation. Several attemps were made to assess the reason for explant. Lead revision is the only information we can get from the paperwork, and clinic. We are submitting on one of sweet tip bipolar leads (4269-261129) due to our lab analysis- we found the lead returned to cpi, and the helix tip broke off.